Manufacturer narrative:
Concomitant medical products: catalog: 502-11-52e, description: trident hemispherical cluster hole shell, lot: 63889203. Catalog: 0580-1-371, description: exeter v40 stem 37.5mm no 1, lot: g7260869. Catalog: 6565-0-132, description: alumina v40-femoral head 32mm, +0mm nk, lot: 63465403. Catalog: 09390112, description: exeter 2.5 I m plug 12mm, lot: l8205. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported that the patient has developed infection following implantation in (B)(6) 2018 with stryker devices.